Event description:
It was reported that the device had early battery depletion. It was suspected atrial capture management did not work properly due to poor atrial sensing, which caused high atrial output and resulted in premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pra402096h normal battery depletion.